Event description:
It was reported that during the a-fib ablation, a puncture in the left atrium of the patient resulted in a pericardial effusion and drop in blood pressure. The physician has determined an error from the ep fellow operator while manipulating catheter near roof of left atrium. A pericardiocentesis was performed on the patient after the tamponade was confirmed. The patient was discharged from hospital 2 days after event with good prognosis and is currently stable.

Manufacturer narrative:
The concomitant products: stockert, model # m-5463-01, serial # (B)(4), lasso sas, model # d-1312-01-s, lot # 15433996l, ez steer coronary sinus, model # d-1263-04-s, lot # 15542523m, carto xp, model # m-4700-01, serial # (B)(4), coolflow pump, model # m-5491-02, serial # (B)(4). (B)(4).